Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receive from the manufacturer representative (rep) reporting reported that the patients battery was brought out from over discharge, but it would not turn on. Battery had been over discharged more than 3 times and not charged for several months. Patient is scheduled for battery replacement on 2018-06-14. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a consumer with an implantable neurostimulator (ins) for cervical/neck and spinal pain. It was reported that there was an error code seen on the ins recharger. The code was unknown. A call your doctor icon was seen. The patient also mentioned seeing the reposition antenna icon on the recharger. The patient could not use her programmer or recharger. The patient called her doctor and he said to make sure her machine is recharged. The patient has an appointment on (B)(6) and wanted to know if a representative could come to the appointment. The patient reported pain and hurt. The ins feels like someone is pulling it out. The pain was on the right side of the hip at the ins site. The patient further reported that the last time she successfully recharged was (B)(6). The patient was instructed to bring all equipment to the appointment and that her device might be in overdischarge. No further complications were reported/anticipated. On (B)(6) 2017, additional information received from the consumer reported her ¿pump¿ was not working since(B)(6). On (B)(6) 2018, additional information was received from the consumer on (B)(6) 2018 reporting that the reported event was continuing. It was reported that the ¿device was not working¿ and was ¿broken inside¿ them but these verbatims were confirmed by the consumer to not be additional issues and there was no change since the original call. The consumer confirmed that they were just using different words to describe the same event. The patient had not yet been successful at having an appointment to restart their device. No further complications were reported. On (B)(6) 2018, additional information received from the consumer via the manufacturer representative reported that the last time she charged and used the system was (B)(6) 2017. The patient stated she had been unable to charge or use the unit since (B)(6) 2017 but now wanted to use the stimulator. The clinician programmer could not read or find the battery. The recharger was used to find the battery and start the 60 minute countdown to bring the battery to charging mode twice but was not successful. The issue was not resolved at the time of the report. The patient was going to try again at home and the healthcare provider discussed possibility of having to replace the battery. On (B)(6) 2018, additional information was received from the manufacturer representative (rep) reporting that the patient's battery would not stay charged and would not turn on according to the patient. They stated that the patient lived in (B)(6), which was over two and a half hours away. Their doctor was notified adn the patient was going to be scheduled for a battery replacement. No further complications were reported/anticipated.